Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 600 mg/dl while wearing the pod for longer than 48 hours. It was reported that the pods needle was visible as it had not retracted upon initial activation. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient administered a manual shot if insulin.